Event description:
It was reported that during percutaneous coronary intervention (pci) procedures, balloon busts have occurred. The customer is complaining in general that some apex balloons have burst. No pt complications occurred.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).